Event description:
The customer reported that there was "no green light on power indicator." No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.